Manufacturer narrative:
Concomitant medical devices: product ID: 419488 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to unexpected battery depletion caused by high lead thresholds on the left ventricular (lv) and right atrial (ra) leads. The lv lead was explanted and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.